Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article titled, "a new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy" by santi mangiafico, et al., per the article, between january 2017 to june 2022 one patient experienced postprocedural gastrointestinal bleeding. Endoscopic intervention was required to address the patient complication. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between january 2017 to june 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: santi mangiafico, et al. A new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy. Surg laparosc endosc percutan tech 2024; 34:156-162. Block h6: imdrf patient code e0506 captures the reportable event of postprocedural gastrointestinal bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic intervention performed to address the bleeding.